Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6) hospital. E1 - address 1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported water fog in the center of the image displayed during maintenance involving an olympus rigid video laparoscope. The intended procedure was therapeutic laparoscopic surgery. There was no patient injury reported.